Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the distal tip of the inserter broke off into the anchor while the surgeon was inserting the assembly into the bone hole. Both anchor and fragment were easily retrieved from the body. Another same device was used for fixation to complete the procedure successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.